Manufacturer narrative:
(B)(4)

Event description:
It was reported that a physician was attempting to use an assurant cobalt device to treat a lesion in the mid section of the left common iliac artery. The lesion was moderately calcified and exhibited 75% stenosis. Upon passing the device into the patient the stent began to slide on the balloon before reaching the target lesion. At this point the physician decided to remove the device at which point the stent continued sliding on the balloon until it was "practically" off the balloon. No patient injury was reported.